Manufacturer narrative:
The device evaluation found the air/water channel of the gastrointestinal videoscope had foreign material. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. The most probable cause is traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the air/water channel of the gastrointestinal videoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to correct and update information of the previous report. The device was returned to olympus for inspection. Updated fields: a2 - age units (patient), g1, g4, h5, h11 corrected fields: b3 - date of event unknown, h6, h11 based on the results of the investigation, olympus confirmed foreign material (white foreign material) in air/water channel of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received.